Manufacturer narrative:
Additional information was provided in b.5., b.6., h.3., h.6. And h.10. Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient was discharged on the 8th postoperative day. The patient visited the hospital every day until postoperative day 18. In the meantime, fibrin was confirmed on the back of iol. The symptom was improving and the va was 0.1. One month later, the va improved to 0.6 and no fibrin was confirmed then. After the cataract surgery, since the retina was found to be deformed and vitreous injection was started, the patient is to continue visit the hospital. The patient has not yet revisited the clinic. Causality with the iol was still unknown.

Manufacturer narrative:
Additional information was provided in b.5. And b.6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the inflammation and the deformed retina were treated completely. The patient recovered. The far visual acuity is 0.7. And the patient is satisfied with this. There is almost no causality with the iol mostly due to patient derived bacteria and post surgery patient situation (the patient did not take eye drops perhaps), per the surgeon.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that four days following a cataract surgery with an intraocular lens (iol) implantation, the patient developed endophthalmitis. After that, a vitrectomy was performed. The customer did not mention the causal relationship between the iol or console and endophthalmitis. Additional information was provided indicating that on the third postoperative day the patient developed corneal edema, 3+ cell, 2+ flare, 1+fibrin, 1+hypopyon and 2+ vitreous clouding. Vitreous humor detected bacteria (staphylococcus epidermidis) on third postoperative day. An anterior chamber washout and a vitrectomy was performed on the third postoperative day. The patient did not recover, second vitrectomy procedure was performed two days after the initial one. This event was reported as infectious, serious requiring hospitalization/prolonged hospitalized for treatment. The causality with the iol is unknown at this moment.